Event description:
While using a byte night aligners, patient reported that they had a root canal on their front tooth due to sensitivity. Dentist found that there was aseptic necrosis due to orthodontic movement. All root canals contained necrotic debris/nerve with no bleeding. Nerve removed intact, no heme. Dentist discussed risks/benefits and recommended discussing slower treatment time with byte and educated patient on disadvantages of non-traditional orthodontics provider without clinical oversight. Patient understood sensitivity may continue with orthodontic aligner use and possibility of irreversible damage.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.